Event description:
It was reported that the bd vacutainer® edta 2k was overfilling. There was no report of patient impact.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6)university hospital, (B)(6) university school of medicine h.6. Investigation summary: photos of 2 contaminated customer returned samples were submitted for investigation. The photos were evaluated by visual examination and the indicated failure mode for overfill with the incident lot was observed. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. The issue of overfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode overfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10